Event description:
The report from the affiliate indicated that approximately fifteen (15) months after the index procedure the patient developed an acute myocardial infarction (ami). Coronary angiography was done and thrombus was observed in the cypher stent that was implanted during the index procedure in the first (1st) diagonal target lesion. The late thrombosis was treated by percutaneous transluminal coronary angioplasty (ptca). The inflation pressure and time were not known. Approximately fifteen (15) days after the ami/intervention the patient was reported to be recovered and was discharged from the hospital. The physician's comment regarding the possible cause of the thrombotic event was that it was because the stent was implanted by crush-stenting and the strut of the crushed portion could not be treated by dilation. The index procedure was an elective case due to unstable angina pectoris (uap). Lesion#1-1: the target lesion was the first diagonal branch. The lesion was reported to be: de novo, eccentric, ostial, vessel diameter of approximately 3.0mm, 20mm length, and type b2. The lesion was pre-dilated with a 3.0x20 mm balloon at 6 atm for 30 sec. A cypher 3.5 x 23 mm stent was implanted a t 14 atm for 40 sec by the crush technique. The stent was not post-dilated. A 50% stenosis was noted at the ostial portion of the 1st diagonal but was not treated because it was reported to not be a significant lesion and that the physician was not able to steer the guidewire across the stent struts. The flow pre and post- procedure was timi 3. An act was not measured. Lesion #1-2: the target lesion was the proximal left anterior descending (lad) coronary artery. The lesion was reported to be: de novo, eccentric, a bifurcation lesion, 15 mm length, vessel diameter of 3.0, and type b2. A cypher 3.0 x 18 mm stent was implanted at 16 atm for 40 sec by the crush technique. The stent was not post-dilated. Ivus was done for this lesion only. The flow pre and post-procedure was timi 3. An act was not measured.

Manufacturer narrative:
Please note that device (lot #i0505088) is distributed outside the united states, however, it is similar to the united stated product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.